Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that only runs on backup battery power, but will not run on main ac power. No patient involvement .

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer provided a quote to the customer, but no response has been received from the customer regarding this purchase order. No repair has been performed by the manufacturer, and no repair has been reported as performed by the customer. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.